Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred at the beginning of a routine hemodialysis treatment. The pt's venous needle was adjusted, however, the alarm could not be resolved. Rinseback could not be performed resulting in an estimated blood loss of 140cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss event is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The exact cause of the alarm cannot be determined. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. Nxstage medical considers this report closed. No add'l info will be provided.